Manufacturer narrative:
B2: death outcome and date of death added. B5: information added. H1: updated from serious injury to death. H6 impact code added: death.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed under deep sedation only and intracardiac echocardiogram (ice) imaging was used intraprocedure. Venous access was obtained, and a watchman fxd double curve access system (was) was inserted along with versacross connect (vcc) transseptal access system. Transseptal puncture (tsp) was performed and the was and vcc was advanced into the left atrium (la), then the vcc system was removed. The physician stated the patient was observed taking a big snore when the vcc dilator was removed. A pigtail catheter was advanced into the laa and a contrast shot taken. Immediate st segment elevation then heart block was noted. Air embolism was noted in the right coronary artery (rca). An interventional cardiologist who was present used a non-boston scientific (bsc) peripheral thrombectomy device to clear the rca of the air embolism. Vital signs stabilized and the index procedure was continued. A 24mm watchman flx pro closure device and delivery system (wds) was inserted, deployed, and implanted. The procedure was concluded. The patient was expected to fully recover but instead was transferred to another hospital for hyperbaric therapy. The following day post index procedure, the patient completed two (2) rounds of hyperbaric therapy without much change in condition. In the physician's opinion, the air embolism is believed to have occurred when the vcc dilator was removed. It was further reported the patient did not recover and died two (2) days post index procedure. The cause or details regarding the death are unknown. In the physician's opinion, the valve on the was contributed to the introduction of air during the index procedure.

Manufacturer narrative:
B5: information added.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed under deep sedation only and intracardiac echocardiogram (ice) imaging was used intraprocedure. Venous access was obtained, and a watchman fxd double curve access system (was) was inserted along with versacross connect (vcc) transseptal access system. Transseptal puncture (tsp) was performed and the was and vcc was advanced into the left atrium (la), then the vcc system was removed. The physician stated the patient was observed taking a big snore when the vcc dilator was removed. A pigtail catheter was advanced into the laa and a contrast shot taken. Immediate st segment elevation then heart block was noted. Air embolism was noted in the right coronary artery (rca). An interventional cardiologist who was present used a non-boston scientific (bsc) peripheral thrombectomy device to clear the rca of the air embolism. Vital signs stabilized and the index procedure was continued. A 24mm watchman flx pro closure device and delivery system (wds) was inserted, deployed, and implanted. The procedure was concluded. The patient was expected to fully recover but instead was transferred to another hospital for hyperbaric therapy. The following day post index procedure, the patient completed two (2) rounds of hyperbaric therapy without much change in condition. In the physician's opinion, the air embolism is believed to have occurred when the vcc dilator was removed. It was further reported the patient did not recover and died two (2) days post index procedure. The cause or details regarding the death are unknown. In the physician's opinion, the valve on the was contributed to the introduction of air during the index procedure. It was further reported a magnetic resonance imaging (MRI) scan performed post index procedure, revealed air in the patient's brain.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed under deep sedation only and intracardiac echocardiogram (ice) imaging was used intraprocedure. Venous access was obtained, and a watchman fxd double curve access system (was) was inserted along with versacross connect (vcc) transseptal access system. Transseptal puncture (tsp) was performed and the was and vcc was advanced into the left atrium (la), then the vcc system was removed. The physician stated the patient was observed taking a big snore when the vcc dilator was removed. A pigtail catheter was advanced into the laa and a contrast shot taken. Immediate st segment elevation then heart block was noted. Air embolism was noted in the right coronary artery (rca). An interventional cardiologist who was present used a non-boston scientific (bsc) peripheral thrombectomy device to clear the rca of the air embolism. Vital signs stabilized and the index procedure was continued. A 24 mm watchman flx pro closure device and delivery system (wds) was inserted, deployed, and implanted. The procedure was concluded. The patient was expected to fully recover but instead was transferred to another hospital for hyperbaric therapy. The following day post index procedure, the patient completed two (2) rounds of hyperbaric therapy without much change in condition. In the physician's opinion, the air embolism is believed to have occurred when the vcc dilator was removed.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed under deep sedation only and intracardiac echocardiogram (ice) imaging was used intraprocedure. Venous access was obtained, and a watchman fxd double curve access system (was) was inserted along with versacross connect (vcc) transseptal access system. Transseptal puncture (tsp) was performed and the was and vcc was advanced into the left atrium (la), then the vcc system was removed. The physician stated the patient was observed taking a big snore when the vcc dilator was removed. A pigtail catheter was advanced into the laa and a contrast shot taken. Immediate st segment elevation then heart block was noted. Air embolism was noted in the right coronary artery (rca). An interventional cardiologist who was present used a non-boston scientific (bsc) peripheral thrombectomy device to clear the rca of the air embolism. Vital signs stabilized and the index procedure was continued. A 24mm watchman flx pro closure device and delivery system (wds) was inserted, deployed, and implanted. The procedure was concluded. The patient was expected to fully recover but instead was transferred to another hospital for hyperbaric therapy. The following day post index procedure, the patient completed two (2) rounds of hyperbaric therapy without much change in condition. In the physician's opinion, the air embolism is believed to have occurred when the vcc dilator was removed. It was further reported the patient did not recover and died two (2) days post index procedure. The cause or details regarding the death are unknown. In the physician's opinion, the valve on the was contributed to the introduction of air during the index procedure. It was further reported a magnetic resonance imaging (MRI) scan performed post index procedure, revealed air in the patient's brain. It was further reported that the patient had suffered a myocardial infarction and ischemic stroke prior to the death.

Manufacturer narrative:
B5: information added. H6 patient code added: myocardial infarction and stroke/cva.